Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the service technician found error codes e200 (rtos_abort_error error), e073 (sensor_press_offset_stop error), and e053 (comp_log_sem_timeout error). The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The manufacture previously reported a dreamstation CPAP device was returned to a third-party service center as part of the "uno recall" process with no initial alleged complaint. The manufacture was incorrectly included the statement "uno recall" in previous report. In this report the describe event or problem section has been corrected/updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation CPAP device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the service technician found error codes e200 (rtos_abort_error error), e073 (sensor_press_offset_stop error), and e053 (comp_log_sem_timeout error). The device was scrapped by the service center after the evaluation was completed.